Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported that patient injected under both eyes with 1ml juvederm vista volift xc and four moths after experienced the "area under the left eye and the left half of the face swell. There are erythema, fever, double vision, an extremely narrowed field of vision, and difficulty walking". Influx of hyaluronic acid into the ocular cavity and orbital cellulitis, delayed-type foreign body granuloma under the eye. MRI showed that the foreign object behind the eye had decreased in size, along with a reduction in swelling, redness, and pain. Patient became anxious. Regarding the lump under the eye, there is a high possibility of a delayed-type foreign body granuloma. Treated with a 10-day course of intravenous antibiotics during hospitalization and outpatient treatment with oral antibiotics, hyaluronic acid dissolution (using hyalux), hyaluronidase , predonin ,steroids. Symptoms resolved.